Event description:
New information indicates that the undersensing reoccurred on (B)(6) 2021. On (B)(6) 2021 the physician elected to explant the implantable cardiac monitor (icm) and implant an implantable cardioverter defibrillator (ICD). The patient condition was stable before, during, and afterwards.

Manufacturer narrative:
The complaint of under sensing was not confirmed. Device was received in normal working conditions with battery voltage above elective replacement indicator. Analysis performed, including sensitivity test exhibited normal device characteristics without any anomalies. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the patient's implantable cardiac monitor (icm) exhibited multiple pause episodes due to under sensing. No intervention was performed, the patient would continue to be monitored. There were no consequences to the patient.